Event description:
Event description guidant received information that this patient's ventricular lead was exhibiting loss of capture due to a fracture. Therefore, this lead was removed from service. Additionally, the patient's pacemaker and atrial lead were electively replaced during this procedure. However, the first attempt to replace the atrial lead with another fineline ii lead was unsuccessful as the helix became infiltrated with tissue and the lead could not be appropriately positioned. Therefore, a second lead was utilized and implanted in the atrium without further incident.